Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptics of the iol did not go with the piston, but the piston slid past the haptics, taking only the lens with it. However, during the injection, the haptics broke and the lens had to be removed through the wound and replaced with another iol. Additional information was requested and received there was no patient harm.